Event description:
It was reported that the patient experienced hypoglycemia while performing physically demanding activity and was not carb aware, overtreated the low with an orange and most of a sport's drink, and had been unfamiliar with meal announcing; education was provided on treating and not overtreating lows, and additional training was offered and accepted. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention requiring carbohydrate intake and a serious illness classification. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.